Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 6947m62, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that infection occurred. (B)(6) was identified as microbial source of infection with (B)(6) blood cultures. Vegetation was noted on the patient's right ventricular (rv) lead via transesophageal echocardiogram. The patient's implantable cardioverter defibrillator (ICD) and associated leads were explanted. No further patient complications have been reported as a result of this event. The patient was a participant in the product surveillance registry study.